Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain on left side") in an adult female patient who received essure (batch no. 626810). The occurrence of additional non-serious events is detailed below. Medical conditions: patient denied concomitant diseases. Concurrent conditions included overweight. In 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), headache ("headaches"), neck pain ("cervical pain"), back pain ("lumbar pain"), bone pain ("bone pain"), anxiety ("anxiety"), tachycardia ("tachycardia"), urticaria ("urticaria"), fatigue ("tiredness"), immune system disorder ("her immune system is very sensible"), chest pain ("chest pain"), breast swelling ("swelling on breasts"), abdominal distension ("swelling on abdomen") and weight increased ("weight gain"). The patient was treated with antihistamines, lorazepam, ebastine (ebastel), dexketoprofen trometamol (enantyum) and surgery (waiting for fallopian tubes removal). At the time of the report, the abdominal pain, headache, neck pain, back pain, bone pain, anxiety, tachycardia, urticaria, fatigue, immune system disorder, chest pain, breast swelling, abdominal distension and weight increased had not resolved. The reporter considered abdominal pain, headache, neck pain, back pain, bone pain, anxiety, tachycardia, urticaria, fatigue, immune system disorder, chest pain, breast swelling, abdominal distension and weight increased to be related to essure. Diagnostic results: unspecified date: unspecified tests - all normal. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain on left side. She was waiting for fallopian tubes removal. The event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident as it is intended that consumer will require surgery. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This case was initially received via regulatory authority aemps (reference number: (B)(4)) on 25-jan-2017. The most recent information was received on 17-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain on left side") in an adult female patient who had essure (batch no. 626810) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient denied concomitant diseases. Concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), neck pain ("cervical pain"), back pain ("lumbar pain"), bone pain ("bone pain"), anxiety ("anxiety"), tachycardia ("tachycardia"), urticaria ("urticaria"), fatigue ("tiredness"), immune system disorder ("her immune system is very sensible"), chest pain ("chest pain"), breast swelling ("swelling on breasts"), abdominal distension ("swelling on abdomen"), weight increased ("weight gain"), adverse drug reaction ("secondary effects nos") and arthralgia ("joints pain"). The patient was treated with antihistamines, lorazepam, ebastine (ebastel), dexketoprofen trometamol (enantyum) and surgery (on (B)(6) 2017, laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, neck pain, back pain, bone pain, tachycardia, urticaria, fatigue, immune system disorder, chest pain, breast swelling, abdominal distension, weight increased and adverse drug reaction was resolving and the headache, anxiety and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, adverse drug reaction, anxiety, arthralgia, back pain, bone pain, breast swelling, chest pain, fatigue, headache, immune system disorder, neck pain, tachycardia, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Unspecified date: unspecified tests: all normal. Quality-safety evaluation of ptc: ptc global number: (B)(4). Lot number 626810 (production date mar-2008; expiration date feb-2010). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-apr-2017: case was marked as potential legal. Event "joints pain" was added. Outcome of events "headache" and "anxiety" was updated as recovered. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain on left side. Upon follow-up it was reported that the consumer had a laparoscopic bilateral salpingectomy for essure removal seven and a half years after essure insertion and that she was recovering from the event. The event is anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Additionally, non-serious events were reported. An updated product technical analysis is awaited.

Manufacturer narrative:
This case was reported by a consumer on 25-jan-2017, and regulatory authority (B)(4) on 30-jan-2017. On (B)(6) 2008, the patient started essure. Surgery (on (B)(6) 2017, laparoscopic bilateral salpingectomy for essure removal). Essure was withdrawn. At the time of the report, the abdominal pain, headache, neck pain, back pain, bone pain, anxiety, tachycardia, urticaria, fatigue, immune system disorder, chest pain, breast swelling, abdominal distension, weight increased and adverse events nos were resolving. Quality-safety evaluation of ptc: ptc global number: (B)(4). Lot number 626810 (production date mar-2008; expiration date feb-2010). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 02-mar-2017: quality-safety evaluation of ptc. On 15-mar-2017: patient answered to follow up request. Essure was implanted on (B)(6) 2008. A laparoscopic bilateralsalpingectomy for essure removal was performed on (B)(6) 2017. Patient is recovering from the events. On 16-mar-2017: no new information ((B)(4)). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain on left side. Upon follow-up it was reported that the consumer had a laparoscopic bilateral salpingectomy for essure removal seven and a half years after essure insertion and that she was recovering from the event. The event is serious due to its medical significance and it is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Additionally, non-serious events were reported. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible.